Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose level at the time of the incident was unknown mg/dl. Customer stated that they almost had to be admitted into the hospital tonight because of a failure they had at an insertion sight and turns out the cannula was bent at a 90 and still pumping insulin with no warning about flow blockage. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.